Event description:
A nurse called to inform baxter of a pt death during peritoneal dialysis therapy with homechoice device. The nurse reported that pt's former spouse got up in the middle of the night to use the restroom and heard an alarm on the pt's homechoice cycler and went to check on pt. The pt was cold and the former spouse called 911. When asked what alarms were occurring the nurse did not know adding that nurse did not have specific details. Nurse was not concerned, it was at the end of therapy. Per nurse, there is no suspicion of any device failure or malfunction of baxter products and nurse does not attribute the homechoice cycler or system to pt's death. The nurse stated that the pt's death was not a surprise or unexpected as pt had other underlying conditions that were affecting their health. Nurse could not provide information on underlying conditions.